Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pump was interrogated and that is when the safe state was indicated. The alarm was not heard, but confirmed by telemetry as a critical alarm on (B)(6) 2011. Withdrawal was reported. The flow of the pump was charged from min rate to simple continuous. Two days later the pump was re-interrogated and no errors were noted. No further incidents or complications have been reported since (B)(6) 2011. Additional info was requested and will be reported if it becomes available.